Event description:
It was reported that the patient came to see the surgeon in (B)(6) 2012. An MRI showed the 42 mm poly head has separated from the 28 mm head. On (B)(6) 2012 the surgeon revised the hip. The mdm poly was in fact separated from the head.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.